Manufacturer narrative:
Exemption number e2017014. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6).

Event description:
It was reported to siemens that an adverse event occurred while operating the magnetom verio system. During a clinical procedure, the belts of the body coil were not attached properly to the table. While positioning a patient, the belt bounced into the eye of the mr technician resulting in a cracked lens. The mr technician received medical treatment by an eye specialist. We are unaware of any further medical treatment needed.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. During the investigation, it was determined that the belts of the body coil were not attached properly to the table. According to information provided, the positioning material used at the time of the incident was very old and worn out. The positioning material was replaced and no further issues have been reported. The manufacturer is not considering further actions at this time.